Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6825 for device software. There also was error code 110.5020 received. This device was recently sent in but the problems persist with pump. There was no patient involvement.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 600.6825 for device software. There also was error code 110.5020 received. This device was recently sent in but the problems persist with pump. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 21nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 600.6825 for device software. There also was error code 110.5020 received. This device was recently sent in but the problems persist with pump. There was no patient involvement.